Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one blades broken at the base. A piece approximately 2 mm x 7.60 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have a broken tip. The procedure was completed with no reported patient injury.